Manufacturer narrative:
The lead and device remain implanted with no change at this time. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right atrial (ra) lead displayed out of range impedance measurements greater than 2000 ohms at implant. All connections were checked, with no change. Physician elected to keep the lead implanted with the new device and continue to monitor. There were no adverse patient effects.